Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the heavily calcified right common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. The sutures of four proglide devices were successfully placed. The sheath was upsized to 18f and the aaa procedure was completed. Reportedly post procedure, the knot of one of the proglide sutures was noted to be untied and the suture came out without having captured the artery. A needle and thread were used to suture the access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The product was returned for analysis. The reported malposition of the device was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported suture malposition and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Additionally it was observed that the suture had been cut likely during normal deployment of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.